Event description:
Complaint/primary surgery - the patient disassociated the attempt to cement 2 of the +8 spacers. This is the 2nd revision for this patient in an effort to stabilize shoulder mechanics. The 1st implantation of a djo reverse components was a revision of a cement spacer to eradicate an infection received. The extreme amount of bone loss on both the humeral and glenoid was significant. Then the new index djo revision case, the patient dislocated the construct and had to be brought back to the operating room. To avoid explanting a well fixed humeral stem, the surgeon decided to attempt to bond 2 +8 spacers together with bone cement. This construct lasted approximately 6 months. All components, except the glenoid baseplate and locking screws, were removed during the revision surgery. This was a very complex case with multiple issues. During the implantation of the 44 +8 glenosphere, the screws fractured and a portion of the threads were unable to be retrieved.

Manufacturer narrative:
(B)(4) manufacturer narrative: the reason for this complaint is to address the screw fracture that occurred during implantation. Additional information was received via email from the sales representative.: "the central retaining screw fractured on second attempt to tighten it down. Approximately 5 millimeters of the screw threads remained in the baseplate and there was no way to remove this from the implant." This event happened near the patient while the sales representative was present. The device was inspected before use and found to be acceptable. Another suitable device was available, and the surgery was completed as intended after a 1-hour delay. A significant adverse event was reported. No components will be returned. A device history record (DHR) review was conducted: 92 units of retaining screw for rsp (reverse shoulder prosthesis) glenoid head were manufactured under lot #850c1266 from raw material, 0215-0034pg, titanium (f136) bar precision ground .25 inch diameter. The screws were inspected per the released inspection plan (is14043, revision p) including 100% inspection of the threads with a thread gage. All parts were released on (B)(4)2017. The 44millimeter glenoid head used the retaining screw as a sub-assembly part. There were no non-conforming material reports (ncmrs) for the above baseplate and glenoid head with retaining screw that could have contributed to the reported event. All passed inspections show that the parts were manufactured within the allowable tolerances and validated processes. The rsp (reverse shoulder prosthesis) surgical technique guide provides the instructions for the series of operations for the implant surgery, including the use of a torque limiting driver for installation of the retaining screw. The complaint did not indicate that the surgeon was using a torque limiting driver for installation of the retaining screw. The description of event indicates that this patient had a complex medical history and significant challenges in their joint anatomy. 5 months prior to this surgery, the patient is reported to have received djo surgical implants in a revision of non-djo products. It was at this time that the incident baseplate was implanted. Approximately 5 weeks after that surgery, another revision took place which included the replacement of the glenoid head and the installation of 2 monoblock spacers, which constitutes off-label use by the surgeon. Under these conditions the mating threads of the baseplate were subject to the insertion and removal of a retaining screw twice prior to this incident. It is possible that the internal threads sustained some damage during these repeated revisions. In addition, the sales representative who was in the case reported that the screw broke during the surgeon's second attempt to tighten the screw. It is possible that the surgeon over-torqued the screw, due to damaged threads in the construct, cross-threading the screw and/ or failure to use a torque limiting driver. With the insufficient information available regarding the reported incident, the root cause of the retaining screw breakage cannot be determined definitively. It is likely that excessive torsional stress, cross-threading or damage to the mating threads caused the breaking of the screw. All evidence indicates that the components met all design and manufacturing specification when released from manufacturing. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.